Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated sodium (na), total bilirubin (tbili), theophylline (theo), chloride (cl), calcium (ca), and potassium (k) results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the cuvette washer nozzle and sample probe clogged with a gel like clot. The nozzle, #1, #4 & #5 (rohs), part number 7-205228-02, was cleaned, and the sample probe was replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the current complaint. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed elevated sodium (na), total bilirubin (tbili), theophylline (theo), chloride (cl), calcium (ca), and potassium (k) results for multiple patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 136-145 mmol/l; for tbili is 3.42-20.52 umol/l; for theo is 8-20 mg/l; for cl is 98-107 mmol/l; for ca is 2.1-2.55 mmol/l; for k is 3.5-5.1 mmol/l): sample ID (B)(6) initial na result was 172.89, repeat was 165.74, repeated on another analyzer was 142.98 and 141.99 mmol/l sample ID (B)(6) initial tbili result was 144.34, repeat on another analyzer was 6.57 umol/l; initial theo result was 24.94, repeat on another analyzer was 9.48 mg/l sample ID (B)(6) initial cl result was 120.52, repeat on another analyzer was 93.03 mmol/l; initial na result was 178.35, repeat was 152.27, repeated on another analyzer was 136.51 and 136.15 mmol/l sample ID (B)(6) initial cl result was 129.62, repeat on another analyzer was 105.19 mmol/l sample ID 4367087161 initial ca result was 4.324, repeat was 3.270, repeat on another analyzer was 2.394 mmol/l; initial na result was 163.80, repeat was 161.07, repeat on another analyzer was 136.98 and 136.94 mmol/l sample ID (B)(6) initial cl result was 135.74, repeat on another analyzer was 101.41 mmol/l; initial na result was 189.57, repeat was 153.14, repeated on another analyzer was 136.66 and 136.90 mmol/l sample ID (B)(6) initial ca result was 3.650, repeat was 2.769, repeated on another analyzer was 2.256 mmol/l; initial na result was 186.52, repeat was >200, repeated on another analyzer was 142.69 and 142.44 mmol/l sample ID (B)(6) initial cl result was 123.88, repeat on another analyzer was 95.42 mmol/l; initial na result was 186.94, repeat was >200, repeated on another analyzer was 128.87 and 130.03 mmol/l sample ID (B)(6) initial cl result was 123.82, repeat was 103.76 mmol/l; initial na result was 175.32, repeat was >200, repeated on another analyzer was 137.93 and 139.40 mmol/l sample ID (B)(6) initial k result was 7.35, repeat on another analyzer was 3.90 mmol/l; initial na result was >200, repeat was 186.05, repeated on another analyzer was 137.65 and 139.40 mmol/l sample ID (B)(6) initial cl result was 122.00, repeat on another analyzer was 102.28 mmol/l; initial na result was 173.16, repeat was 175.21, repeated on another analyzer was 136.00 and 137.29 mmol/l sample ID (B)(6) initial cl result was 148.61, repeat on another analyzer was 106.57 mmol/l sample ID (B)(6) initial ca result was 4.132, repeat was 2.854, repeated on another analyzer was 2.486 mmol/l; initial k result was 6.65, repeat was 5.48, repeated on another analyzer 4.73 mmol/l; initial na result was 198.12, repeat was 178.35, repeated on another analyzer was 141.34 and 141.91 mmol/l sample ID (B)(6) initial tbili result was 20.66, repeat was 14.72 umol/l; initial na result was 156.33, repeat was 178.86, repeated on another analyzer was 136.70 and 136.31 mmol/l sample ID (B)(6) initial cl result was 143.21, repeat on another analyzer was 104.65 mmol/l; initial k result was 6.62, repeat was 5.69, repeated on another analyzer was 4.49 mmol/l; initial na result was >200.00, repeat was 168.28, repeated on another analyzer was 138.88 and 138.80 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = see section b5. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed elevated sodium (na), total bilirubin (tbili), theophylline (theo), chloride (cl), calcium (ca), and potassium (k) results for multiple patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 136-145 mmol/l; for tbili is 3.42-20.52 umol/l; for theo is 8-20 mg/l; for cl is 98-107 mmol/l; for ca is 2.1-2.55 mmol/l; for k is 3.5-5.1 mmol/l): sample ID: (B)(6) initial na result was 172.89, repeat was 165.74, repeated on another analyzer was 142.98 and 141.99 mmol/l, sample ID: (B)(6) initial tbili result was 144.34, repeat on another analyzer was 6.57 umol/l; initial theo result was 24.94, repeat on another analyzer was 9.48 mg/l, sample ID: (B)(6) initial cl result was 120.52, repeat on another analyzer was 93.03 mmol/l; initial na result was 178.35, repeat was 152.27, repeated on another analyzer was 136.51 and 136.15 mmol/l, sample ID: (B)(6) initial cl result was 129.62, repeat on another analyzer was 105.19 mmol/l, sample ID 4367087161 initial ca result was 4.324, repeat was 3.270, repeat on another analyzer was 2.394 mmol/l; initial na result was 163.80, repeat was 161.07, repeat on another analyzer was 136.98 and 136.94 mmol/l, sample ID:(B)(6) initial cl result was 135.74, repeat on another analyzer was 101.41 mmol/l; initial na result was 189.57, repeat was 153.14, repeated on another analyzer was 136.66 and 136.90 mmol/l, sample ID: (B)(6) initial ca result was 3.650, repeat was 2.769, repeated on another analyzer was 2.256 mmol/l; initial na result was 186.52, repeat was >200, repeated on another analyzer was 142.69 and 142.44 mmol/l, sample ID: (B)(6) initial cl result was 123.88, repeat on another analyzer was 95.42 mmol/l; initial na result was 186.94, repeat was >200, repeated on another analyzer was 128.87 and 130.03 mmol/l, sample ID: (B)(6) initial cl result was 123.82, repeat was 103.76 mmol/l; initial na result was 175.32, repeat was >200, repeated on another analyzer was 137.93 and 139.40 mmol/l, sample ID: (B)(6) initial k result was 7.35, repeat on another analyzer was 3.90 mmol/l; initial na result was >200, repeat was 186.05, repeated on another analyzer was 137.65 and 139.40 mmol/l, sample ID: (B)(6) initial cl result was 122.00, repeat on another analyzer was 102.28 mmol/l; initial na result was 173.16, repeat was 175.21, repeated on another analyzer was 136.00 and 137.29 mmol/l, sample ID: (B)(6) initial cl result was 148.61, repeat on another analyzer was 106.57 mmol/l, sample ID: (B)(6) initial ca result was 4.132, repeat was 2.854, repeated on another analyzer was 2.486 mmol/l; initial k result was 6.65, repeat was 5.48, repeated on another analyzer 4.73 mmol/l; initial na result was 198.12, repeat was 178.35, repeated on another analyzer was 141.34 and 141.91 mmol/l, sample ID:(B)(6) initial tbili result was 20.66, repeat was 14.72 umol/l; initial na result was 156.33, repeat was 178.86, repeated on another analyzer was 136.70 and 136.31 mmol/l, sample ID: (B)(6) initial cl result was 143.21, repeat on another analyzer was 104.65 mmol/l; initial k result was 6.62, repeat was 5.69, repeated on another analyzer was 4.49 mmol/l; initial na result was >200.00, repeat was 168.28, repeated on another analyzer was 138.88 and 138.80 mmol/l. There was no impact to patient management reported.